Event description:
Customer reported to customer service that she dropped the transformer for her pump in style breast pump and it broke.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after 11 months of use the transformer was dropped and cracked at the corner. Customer indicated that there were no underlying wires exposed. Customer also indicated that she did not witness sparking, fire or flame and there were no injuries sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul20601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info of the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.